Event description:
It was reported by the field clinical representative that this right atrial (ra) lead appeared to be vertically oriented and unattached, as shown on the chest x-ray. To date, this ra lead remains in service. No adverse patient effects were reported.